Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating measurement were normal. Drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 50 mg/dl, which was treated with food. Blood glucose level at the time of the call was not provided. Troubleshooting did not show any malfunction of the insulin pump. Customer stated that the device was recently exposed to high magnetic fields. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.